Event description:
It was reported to olympus, evis exera iii video system center malfunctioned during a procedure on an unknown date. The video image flickers on the monitor intermittently. No patient harm or injury reported.

Manufacturer narrative:
The device was returned to olympus. Upon initial inspection, the image met specifications and the user's reported event could not be duplicated. The connector was worn out, the picture in picture connector pins were bent at the front panel. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was video connector wear associated with repeated use during the life of the device.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer. The reporter is the endoscopy and operating room nurse manager. The device was inspected prior to use and no issues were identified at that time. No procedural delay was documented due to the device malfunction. It is unknown if the same device was used after the malfunction was identified. It is unknown if the intended procedure was completed.